Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. No abnormalities were noted with the device riveting and crimping which were within specifications. Functionally, the device jaws would open, but failed to close properly due to the bent needle condition the condition of the returned incident device was consistent with the complaint; needle bent. However, the evaluation found that the jaws failed to close properly due to the needle bend. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was to be used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, prior to use, the forceps device was visually inspected and the needle was found to be bent. Reportedly, no additional device damage was visible. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. This event has been deemed reportable based on the investigation results; jaws won't close properly.